Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure there was perforation of a vessel. The procedure was completed successfully. No further details were provided.

Event description:
It was reported that during thrombectomy using the subject device, the perforation occurred in the mid-m1 segment of the middle cerebral artery. There were no adverse consequences to the patient and the vessel rupture seemed to have closed acutely on its own.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, perforation is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during thrombectomy using the subject device, the perforation occurred in the mid-m1 segment of the middle cerebral artery. There were no adverse consequences to the patient and the vessel rupture seemed to have closed acutely on its own.